Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and adhesive and no issues were observed. Data was extracted using approved software and extraction was successful. No malfunction or product deficiency was identified. This issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced fever, shivers, and infection at the insertion site. The customer self-presented to the hospital and a healthcare professional prescribed unspecified antibiotic injection, and dafalgan for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced fever, shivers, and infection at the insertion site. The customer self-presented to the hospital and a healthcare professional prescribed unspecified antibiotic injection, and dafalgan for treatment. There was no report of death or permanent impairment associated with this event.